Event description:
The device was found in backup vvi mode.

Manufacturer narrative:
The device was in backup vvi when it was received. The backup vvi was preceded by a magnet reversion that was detected four seconds before the backup vvi. The backup vvi was caused by a power-on reset due to a strong magnetic field. There may have been telemetry present at the time. The strong magnetic field caused an integrated circuit to draw excessively high current.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during an unknown procedure. According to the complainant, during the procedure, "the patient lost approximately a liter of blood". The current patient condition is reported to be "fine". Several attempts at follow up have been unsuccessful.